Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing and infusion, the customer got an error lock message. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 10/11/2024. One device was returned for analysis. A review of the event history log (ehl) showed a lock error. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the latch lock sensor. As a result, the latch lock senor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.